Event description:
It was reported that during a procedure performed on (B)(6), 2012, one of the locking tabs on the anterior cervical plate came off while the doctor was inserting the screw in the plate. Another plate was readily available to complete the procedure with no patient injury or significant delay.

Manufacturer narrative:
Evaluation in process. Upon completion a follow-up report will be submitted.